Event description:
Information received from the field notes that the patient experienced pocket stimulation with ventricular pacing. The stimulation was still present at 0.4 ms and 0.6 ms pulse widths.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative